Event description:
It was reported that "the tip of the suction cannula was found detached at prep. This device was not used on a patient; therefore, no patient injury."

Manufacturer narrative:
Device evaluation into root cause anticipated upon product arrival.

Manufacturer narrative:
Evaluation: one suction wand was received inside a plastic bag. The device was evaluated by quality and manufacturing engineering at edwards (B)(4). The reported complaint of tip detaching was confirmed. The tip of the device was detached and included with the returned device. The returned suction wand was missing four detents on the stainless steel tubing that are used to help hold the tip in place. No other issues were identified during the evaluation of the returned device. A review of manufacturing records indicated no nonconformities. Investigation revealed that the detached tip of the returned device was the result of a manufacturing defect. The device was missing the four detents in the stainless steel tubing that are created during the tip staking process. The missing detents were a result of manufacturing personnel not adequately performing procedures. Refresure training has been provided. A product risk assessment was initiated as a result of this event. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.